Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient was experiencing longer and more increased seizures at the (B)(6) 2011 office visit. The vns output current was increased as an intervention, and replacement of the vns generator is planned for (B)(6) 2012 for reported nearing end of service. Currently, the patient's seizures are still increased, and he is having multiple seizures per day. Banzel medication was started (B)(6) 2012 which has helped significantly to reduce the seizures.

Event description:
Product analysis was completed on the explanted generator. The generator was not at end of service. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012, due to end of service. An implant card received to the manufacturer indicated vns diagnostics were within normal limits with the new generator and resident lead. The explanted generator has been returned and is pending analysis. Attempts for additional information about the seizure have been unsuccessful to date.